Manufacturer narrative:
Product event summary: analysis found no anomalies.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that the patient the patient activator and the remote monitor would not communicate with the implanted device. Investigation into the patient management database found previous transmissions from this device and monitor. A follow up phone call was later made to the physician's office and found the physician thought there should be one more year of battery life left but has scheduled a removal of the device since it "is no longer working." The device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported by the patient that the patient the patient activator and the remote monitor would not communicate with the implanted device. Investigation into the patient management database found previous transmissions from this device and monitor. A follow upphone call was later made to the physician¿s office and found the physician thought there should be one more year of battery life left but has scheduled a removal of the device since it ¿is no longer working.¿ the device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Further review prompted a change in the device analysis results. The change is reflected in this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.